Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unk - screws: locking: mandible. Part and lot numbers are unknown; UDI number is unknown. Department of oral and maxillofacial surgery, medical university of hannover hausamen), konstanty-gutschow-str. 8, 30625 hannover, germany. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: schierle h.p., schmelzeisen, r., rahn, b., and pytlik, c. (1997), one- or two-plate fixation of mandibular angle fractures?* , journal of cranio- maxillofacial surgery, vol. 25(xx), pages 162-168 (germany). The aim of this prospective randomized patient study and an in vitro model, was to prove in a clinical and an experimental setting, if a combination of two miniplates provides functional stable fixation in fractures of the angle of the mandible, resulting in lower complication rates. During the study, a total of 31 patients (38 fractures; 23 male and 8 female; aged 19 to 52 years) with mandibular angle fractures underwent non-compression miniplate fixation with 2.0 mm titanium (mini) plates developed by the ao/asif (synthes co., switzerland) under clinical setting. One group was treated with one plate (n=16), the other one with two plates (n=15). In experimental setting, standardized osteotomies at the most common site of mandibular angle fractures were performed on 16 polyurethane and 16 fresh cadaver mandibles. These 32 mandibles were divided into four subgroups of four mandibles each and plate fixation of these subgroups was performed as described using 2.0 mm titanium (mini) plates (synthes co., switzerland); a six-hole plate on the buccal aspect of the oblique line; a six-hole miniplate as before and an additional two-hole plate at the inferior margin of the mandible; a two-hole plate at the oblique line and a six-hole at the inferior margin, and finally two four-hole plates at the same positions. The following complications were reported as follows: 1 patient in one miniplate category and 1 patient in two miniplate category showed complications consisting of infection of the fracture site. In both cases there was no third molar in the line of fracture. Hardware removal was performed after 43 and 47 days respectively, and revealed solid bony union of the fracture site in both cases. This report is for an unknown synthes 2.0 mm titanium miniplates and screws. This is report 1 of 2 for complaint a copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.

Event description:
Event date march 17, 1997.